Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result generted by the access 2 instrument. The erroneously elevated accu tni result was from repeat testing of sample a. The initial accu tni result for sample a was 0.11 ng/ml. The repeated accu tni result for sample a was 0.66 ng/ml. It is unknown if the customer reported the erroneous result out of the lab. The customer transferred sample a into an insert cup and retested for accu tni. The repeated accu tni result was 0.05 ng/ml. A second repeat of sample a for accu tni was performed and the result was 0.04 ng/ml. The customer did not provide any additional info regarding this event. The customer indicated that there has been no change to pt treatment that can be attributed to this event.